Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 50-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 14fr sheath placed for support with a cp pump. The patient was admitted with sob (shortness of breath) and confusion and coded on the ccl (cardiac catheterization lab) table. The 14fr sheath had a malfunction during the peel away process. The sheath did not break at the location expected and broke into 3 pieces. The team used hemostats to remove all pieces.

Manufacturer narrative:
The investigation into the introducer damage ¿ mechanical issue has been completed since the original report was filed. The device was returned and tested after arriving in fs. Visually found no score line deviations. The most likely cause of the mechanical introducer damage was a sheath score line split.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. The impella device was received from the customer on (B)(6) 2024. Introducer damage: according to the clinical, while inserting the impella cp device, the team attempted to separate the peel away sheath. However, the sheath did not separate along the score lines and broke into three separate pieces. Hemostats and a blade were then used to remove the remaining pieces of the sheath from the catheter. Product was returned for a visual inspection and no score line deviations were found. Data log analysis was not necessary for this complaint. The most likely cause of the mechanical introducer damage was a sheath score line split. Instructions for use for the related event are as follows: vf/vt/af/at: "cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: ¿patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease ¿timing of the arrythmia event in relation to impella support (during or post-implant) ¿electrocardiogram (EKG) recordings of the arrhythmia episodes ¿evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances ¿assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements ¿presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities ¿response to any antiarrhythmic treatments or interventions during the event ¿any documented device-related issues or complications during impella support ¿evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand ¿review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined." Corrected information for the initial MFR 1220648-2024-06803 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.

Event description:
In addition, the patient was placed on cardizem in efforts to reduce systemic vascular resistance and allow impella to provide more flow. The patient¿s blood pressure dropped, became non-pulsatile, and required epinephrine and a dopamine drip to correct. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.